Event description:
Reporter stated the infusion device does not function correctly. The backlight turns on and the functions are accessed without pressing a button, and the infusion device does not always respond to commands. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).